Manufacturer narrative:
The patient's test strips and meter were requested and returned for investigation. The patient's test strips and meter were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.6 inr qc 2: 2.7 inr qc 3: 2.6 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The patient's alleged result of 7.1 inr on (B)(6) 2020 was not observed in the meter's memory. There were no result entries for (B)(6) 2020. The patient's alleged result of 7.2 inr at 11:12 pm on (B)(6) 2020 was observed in the meter's memory as 7.2 inr at 12:17 am on (B)(6) 2020. All other results alleged by the patient were observed in the meter¿s memory correctly. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is lay user/patient. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter provided inr results on a coaguchek xs meter serial number (B)(4) compared to a laboratory stago analyzer with neoplastine reagent. On (B)(6) 2020 and at 11:12 p.m., the patient¿s meter result was 7.2 inr. On (B)(6) 2020 and at 2:35 a.m., the laboratory result was 5.1 inr. The initial reporter stated the doctor didn¿t consider either the meter result or lab result was inaccurate. The patient's therapeutic range is 2.5- 3.5 inr.